Event description:
The user facility reported the smell from the s40 sterilant used in the system 1e are bothering an employee. The customer inquired if there is any health risk to having the system 1e located in a hallway. No injuries were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris capital account manager arrived on site and determined the following: the system 1e devices set up a cabinet in an or hallway; a newly installed exhaust ventilation fan is located directly above the unit; the complainant's office is approximately 25 feet away from the device. The account manager was unable to speak with the complainant to determine if any adverse effects occurred from the odor. Section 3-3 of the system 1e operator manual state "the sterilant concentrate should be used in a well ventilated room. Conformance to aami st58 is recommended". Additionally, section 1-2 states "to avoid accumulated concentrations of peracetic acid vapor, use s40 sterilant concentrate in a well-ventilated room or area." The account manager informed the customer that the newly installed exhaust fan, as recommended by the aami standards, should alleviate any potential odors.